Event description:
It was reported that the patient suffered a peri-procedural mi during the index procedure . The event was not assessed for device relatedness.

Event description:
During index procedure, there were four endeavor sprint drug-eluting stents implanted, two in the lcx and two in the 1st obtuse marginal. Approximately 23 months post index procedure, the patient suffered an mi. The event was not assessed for relatedness with device. It is reported that the patient is continuing with treatment.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (mi).

Event description:
Following the previously reported mi repeat angiography revealed restenosis of the mid cx. No intervention was performed.

Manufacturer narrative:
Evaluation codes, results: inherent risk of procedure - (myocardial infarction). Conclusions: inherent risk of procedure - (myocardial infarction). (B)(4).